Event description:
It was reported that an alarm 2 occurred, and the customer's blood glucose level was impacted, displaying a "high" reading, although the specific value was unknown. No additional information was received regarding the outcome of the event and tandem technical support made multiple attempts to gather further information with no response.